Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and down keypad buttons were sticking and that the keypad was intact. The reporter denied moisture and trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:the keypad was found to be intact. Evaluation revealed that the up and down keypad buttons were intermittently unresponsive. There was evidence of keypad contamination under the up, down, and contrast key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.